Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and the reported issue with the instrument could not be replicated or confirmed. An internal and external inspection was conducted, revealing no issues. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. Additionally, the instrument was found to have a frayed grip cable at the force amplification pulley. Some bundles of the cable were frayed, but the cable was not fully broken. The frayed cable strands stuck out at the wrist. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing-induced issue. The components surrounding the frayed cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable fraying.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, intraoperatively, the prograsp forceps could no longer be opened because a joint was blocked. The tissue could only be removed by force, despite the emergency key. Unnecessary prolongation of the procedure (15 minutes). There was no reported injury. Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the patient was not injured due to the trapped tissue. A new instrument was used to complete the procedure. The issue was resolved by opening the instrument using fenestrated bipolar forceps. No fragment fell into the patient's anatomy. The operation was delayed by approximately 15 minutes. The tissue was getting caught inside the jaws of the instrument. No tissue was excised, and there was no bleeding. No intervention was performed to control or stop the bleeding, and no blood transfusions were administered. The procedure was completed robotically. The patient was a 65-year-old female weighing 66kg.

Manufacturer narrative:
Intuitive surgical inc. (Isi) has requested that the 8mm prograsp forceps instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.